Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that they observed a leak at the recirculation port of the xlung kit 230 oxygenator during priming. The related fsn was submitted to the facility and receipt was confirmed. There was no patient involvement. The complaint sample was not available for product investigation.

Manufacturer narrative:
Additional information: d4 plant investigation: three similar complaints have been reported concerning this batch number, and a review of the manufacturing records revealed no non-conformity. The complaint sample was not available for evaluation. A photo provided shows a leak at the recirculation port. The cause of the leak is a minimal deviation in dimensions of the recirculation port which results in a very small gap through which liquid can leak.

Event description:
A user facility reported that they observed a leak at the recirculation port of the xlung kit 230 oxygenator during priming. There was no patient involvement. The complaint sample was not available for product investigation.